Manufacturer narrative:
Gas delivery system.

Event description:
The customer reported the ventilator alarmed due to high oxygen supply pressure and oxygen unavailable occurrences. The customer reported the device was not in use therefore there was no patient involvement or harm. When the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the oxygen supply pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. During evaluation, the manufacturers field service engineer (fse) reported the unit was tested with the settings in use by the customer and the unit functioned without the reported problem, but reported a flutter sound as the unit cycled. The same finding was reported to the customer when it was initially evaluated for the reported problem in (B)(6), but the customer declined recommended replacement of the gas delivery system. The fse reported the gas delivery system was replaced to address the finding. Applicable final testing was completed per operating specifications and passed.